Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Correction: d9; h3. H3 - device evaluated by mfg?: device not returned to manufacturer. Investigation ¿ evaluation. It was reported that the hub of an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter separated after the patient was discharged. The exact time of separation after initial placement is unknown. The device was placed in the kidney, with the fitting connected to a urine collection bag. Upon the first inspection, the fitting was securely attached. According to the nurse, it is possible that the drain was pulled on. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence. Reviews of the documentation quality control procedures, manufacturing instructions, instructions for use (IFU), and specifications for the device were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place prevent the release of non-conforming products related to the reported failure mode. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. An expanded sales search to the customer was unable to identify the complaint lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The current instructions for use [IFU__multi2_rev1] state the following: precautions: patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter. How supplied upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided, no product returned, and the results of the investigation, it was concluded that a component failure unrelated to manufacturing or design deficiencies contributed to the reported event. It is possible that the catheter experienced excessive force or tension while in the patient. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D2a - common device name: additional names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b - procode: additional product codes: gbo, lje. G4 - PMA/510(k) #: k173035. Possible gpn: g11387 or g09706. H3: device evaluated by mfg? - device evaluation anticipated but not yet begun this report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the hub of an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter separated after the patient was discharged. The exact time of separation after initial placement is unknown. The device was placed in the kidney, with the fitting connected to a urine collection bag. Upon the first inspection, the fitting was securely attached. According to the nurse, it is possible that the drain was pulled on. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence.